Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted that it had a non-abbott stopcock attached to the hub. A non-abbott syringe filled with contrast was also returned attached to the stopcock. There was contrast visible in the inflation lumen and blood visible on the balloon, suggesting that the device was prepared for use and is consistent with handling. The balloon was found to be loosely-folded, which suggests that at some point, positive pressure may have been applied to the system. Although it is not known at what point the balloon had been inflated, this may have occurred from handling after the leak was noted. Leaks/tears in the balloon can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, insufficient preparation prior to use or an interaction with other devices. The returned non-abbott stopcock and syringe were attached to the hub to draw negative and prep the balloon catheter; however, the balloon catheter was able to be successfully prepared without any anomalies noted. A new indeflator was then used in an attempt to inflate the balloon to rated burst pressure (rbp) and fluid leaked from a pinhole in the balloon proximal to the distal balloon marker, confirming the reported leak. Scanning electron microscopy (sem) analysis, determined that the balloon failure may have been attributed to exposure conditions and/or a material/processing discrepancy. The leak was found in a fold within an area of balloon peeling. A large flap of peeled balloon material was also noted adjacent to the leak. The sem analysis further noted damage at the edges of the balloon folds on the outer surface. In this case, since it was reported that the balloon was not soaked in saline during device preparation, this likely contributed to the reported leak/rupture and noted damage. It should be noted that the device instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture and noted damage appear to be related to operational context of the device and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during device preparation for use, the trek balloon had a pinhole in the balloon upon negative draw. The device had not been soaked to activate the coating and it was not used in the procedure. There was no reported patient involvement. Though requested, no additional information was provided.